Event description:
Customer reported that the patient developed a lumbar wound abscess, two weeks following laminectomy and bone graft. The patient was returned to surgery and sutures removed.

Manufacturer narrative:
H-6 conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.